Manufacturer narrative:
On september 18, 2025, the mentor failure analysis lab has received the device for evaluation. On september 23, 2025, mentor received additional information reporting that the patient's replacement device was a 400cc mentor smooth round moderate plus profile saline breast prosthesis (catalog number 3502400) with lot number 2038768. On september 25, 2025, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned device revealed that the breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the crease/fold measuring approximately 0.6 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. That normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old hispanic female patient underwent a breast augmentation revision with unspecified smooth saline breast prosthesis and experienced a deflation on the left side post-operatively, which was diagnosed with a physical exam. As a result, the patient underwent explantation on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. D4: UDI: as the device information was not provided, the UDI is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).